Event description:
A malfunction alarm was reported, with the specific code malf 0, but no notable events occurred prior to this malfunction. There was no reported impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, which the customer followed, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred.